Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin, over filled the cartridge, and did not perform the air removal step. The customer experienced a blood glucose (bg) level reported as "high"; with moderate ketones. Specific bg value was not provided. Customer addressed bg by administrating a correction bolus via pump. Customer continued to use existing cartridge for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.